Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a vent inop and shut down while on a patient. The customer reported that the patient temporarily desaturated. As a resolution the ventilator was switched out.